Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/21/2017 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. The battery compartment and battery cap were intact and the battery cap could be fully tightened onto the pump. The pump powered on normally with no overheating or alarms duplicated during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The battery voltages in the black box were within normal specifications. The pump cover was removed and there were no intermittent conditions or moisture damage found. The investigation was unable to duplicate the initial ¿temperature¿ complaint.